Event description:
It was reported pt was admitted to the hospital a day after having the prostiva procedure due to a hematoma. The nurse and physician both stated nothing abnormal occurred during the procedure. Further info is being requested.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.